Event description:
Customer reported that the pump screen was dark and wouldn't turn on. Further tests and instructions from technical support were unable to resolve the issue. There was no reported impact on the customer¿s blood glucose level. Technical support decided to replace the pump. The pump was confirmed to be under warranty and arrangements were made for the customer to use multiple daily injections (mdi) as a backup insulin therapy. Instructions were provided for returning the device, and the customer was informed to place the pump in storage mode prior to its return.